Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, the patient¿s tandem pump was displaying a value of 41 mg/dl. It was reported that the patient does not use the dexcom g7 mobile app. The patient did not feel any symptoms while the device was displaying 41 mg/dl but drank orange juice and gluten based on the value. The value did not increase after consuming orange juice and gluten. The patient did not have a bg meter available to check their fingerstick manually. At 4:50pm, the patient¿s husband brought the patient to the emergency room due to her blood glucose value not increasing and was dropping. At the ER, a manual bg was checked, and it was 571 mg/dl while the dexcom reading was still 41 mg/dl. An x-ray and a heart radar were done and the results were ¿all cleared¿. The patient was on an IV and their bg decreased to 399 mg/dl. The patient was discharged at 10:30pm and was advised to take insulin to lower her bg. At the time of the report, the patient was feeling okay. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid during the time the values were compared at the ER. No additional patient or event information is available.

Manufacturer narrative:
Cmpl (B)(4) diabetes mellitus is a known cause of hyperglycemia.